Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, four resolute onyx drug-eluting stents were implanted in the lad, r-pda and rca. Approximately 21 months post procedure, patient suffered acute blood loss anemia secondary to prepyloric ulcer. Event was treated with blood transfusion and me dication. Patient was on dapt within 24 hours prior to event. Sponsor assessed event as not related to device but possibly related anti platelet medication.

Manufacturer narrative:
Additional information: during index procedure three resolute onyx drug-eluting stents were implanted in the lad, r-pda and rca. The fourth resolute onyx dr ug-eluting stent was implanted during a revascularization procedure 13 months post index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient recovered. Investigator assessed that the event was unlikely related to device and antiplatelets medication. If information is provided in the future, a supplemental report will be issued.